Event description:
Healthcare professional reported the device was removed due to stenosis. Beneath the tissue annulus, a pocket of infection was observed and pannus formation was found around tissue annulus.